Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead did not reveal any anomalies. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Based on the analysis and information received from the field, the cause of the reported incident remains undetermined.

Event description:
During an implant procedure, it was noted that there was no position for the right ventricular (rv) lead that produced acceptable sensing or pacing values. The lead was exchanged and the patient was stable with no adverse consequences.